Event description:
It was reported that pump declared cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer removed same cartridge multiple times until issue was resolved, and technical support advised customer to call whenever issue was actively occurring so it could be documented and further assisted.